Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012624047 was returned and analyzed. Visual inspection of the handle identified a kink on the side port tube. No anomalies were identified during functional testing and testing of the steering mechanism and deflection. Leak testing was performed; the pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.201 psig and in an acceptable range and the vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.013 psig and in an acceptable range. In conclusion, the reported "air ingress" issue was not reproduced during analysis; however, the reported "side port kink" issue was confirmed. The sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the insertion of the arctic front catheter into the contour sheath, visible bubbles were observed after aspiration. Despite following advice to reduce microbubbles, the bubbles remained until further aspiration was performed. Additionally, the side arm of the sheath was visibly kinked. The case was completed with cryo. No patient complications have been reported as a result of this event.